Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that when the sheath was replaced, blood was found at the second to third electrodes of the stsf catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. Although there was no discrepancy in contact force (cf) and other values, the catheter was replaced just to be safe. The procedure was completed without patient consequence. The foreign material (blood) found was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 21-aug-2024, reddish material and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 21-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The reddish material reported was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).